Manufacturer narrative:
Description of problem or event: the chronic pseudomonas aeruginosa driveline infection and fungemia was reported under MFR #2916596-2019-03156. Approximate age of device- 1 year, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented as a transfer due to ongoing diffused/epigastric abdominal pain for several days. The patient's primary care physician ordered an abdominal/pelvis computed tomography (CT) which was unremarkable. Workup revealed elevated lipase and amylase. Given the patient's reported pain, there was a concern for mesenteric ischemia and chronic hypoperfusion and decided that the patient would be admitted for further evaluation. At the time of the assessment, patient's pain had improved to a reported 3/10. Due to the patient's rise on creatinine:2.9 the decision was made to hold on further imaging with dye. Additional labs showed lac: 1.3, amylase: 189, lipase: 121 creatinine: 2.9, blood urea nitrogen: 23 the patient was admitted for further evaluation. The patient had right upper quadrant and left upper quadrant abdominal pain/epigastric pain, nausea, vomiting, and diarrhea. The patient was given protonix and antiemetics. Liver function tests were elevated. Lipase 120 to 73 to 416. Amylase 180 to 124 to 548. CT was negative for pancreatitis. Gastrointestinal (gi) panel and h. Pylori were both negative. Gi recommended barium swallow study but patient was unable due to nausea and vomiting. On (B)(6) 2019 marinol 2.5 mg was started due to poor appetite. An esophagogastroduodenoscopy was done (B)(6) 2019 and showed gastroparesis. Nasogastric tube planned for (B)(6) 2019 to start tube feedings and will be switched to a dobhoff for patient¿s comfort. The patient also had a chronic pseudomonas aeruginosa driveline infection and fungemia. Patient on zosyn and diflucan prior to admission and was instructed to continue both. Patient also had ischemic cardiomyopathy status post lvad placement (B)(6) 2018. Lvad interrogation within normal limits. Patient was put on aspirin and toprol and lasix was held. On (B)(6) 2019 left ventricle dilated, left ventricular internal diameter in diastole 7.6 centimeters (6.5 centimeters in april), severe aortic insufficiency, moderate mitral regurgitation, septum right ward. On (B)(6) 2019 left ventricular internal diameter in diastole 6.8 centimeters, severe aortic insufficiency, septum midline. In regards to the abdominal pain/reason for admission, the patient is being followed by the cardiothoracic surgery team. Infection is still ongoing. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. No specific device-related issues were reported. The current version of the heartmate 3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU also explains that moderate to severe aortic insufficiency must be corrected at time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.